Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation omsc investigated the device and confirmed the following: -insufflation was performed on the abdominal cavity model, but there were no abnormalities. -the power was turned on and off repeatedly, and insufflation was performed, but there were no abnormalities. Based on the phenomenon, the reported event may have been caused by the detection of an anomaly in the internal circuitry. The abnormality of the internal circuit may have been caused by the failure of the pressure sensor mounted on the main board. The exact cause of the failure of the pressure sensor could not be conclusively determined. However, it may have failed due to aging, because eight years have passed since the device was manufactured. The instruction manual provides that the cause of the abnormality that all leds are off is that an error has been detected in the internal circuit of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following; there was no abnormality on the exterior of the device. When the device was connected and operated according to the instruction manual, the device beeped and the front panel display disappeared. The main board of the device was failed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After the start of laparoscopic cholecystectomy, the user was able to use the device without any problems, but when the gas supply was stopped to take an intraoperative contrast image, the device beeped and the front panel display went off after a while. The user cycled the power of the device about three times, the issue was resolved. The procedure was extended, but the patient was not injured and the procedure was completed.